Event description:
It was reported that the customer was hospitalized with diabetic ketone acidosis; cause was unknown. A specific bg value was not provided. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.